Event description:
Reportedly, the clinician claims that the device changed the rate from 50ml/hr to 150ml/hr. No specific incident was recorded and no patient injury occurred.

Manufacturer narrative:
The pump was tested found to be operated within specification. The operation history log was also downloaded and reviewed. The history log shows that an infusion was programmed and delivered in standard mode at a rate of 50ml/hr with a volume to be delivered of 100ml. The device was put on hold and piggyback started with rate of 100ml/hr and volume to be delivered of 50ml. Once piggybback infusion was completed, pump switched to primary settings per specification. The device was then put on hold and primary rate was changed from 50ml/hr to 150ml/hr.